Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) and one (1) unknown zimmer screw for evaluation. Visual evaluation was performed, the implant had bone debris on the external threads. The screw was fractured at the head. The screws threads were not returned. The fractured piece of the screw was not inside the implant. This complaint refers to the unknown zimmer screw. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. The screw was fractured at the head. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm lot 1253988. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number #17 was lost after 3-month loading because of a t-base screw fracture. The doctor reports that the procedure was not concluded by placing another implant.